Event description:
--

Event description:
Boston scientific received information that this patient presented to the hospital with heart rates in the 30 bpm range which was observed by a home blood pressure cuff, however no symptoms were reported. A local area sales representative (sr) was contacted to check the device and normal pacing rates were observed with lot's of pre-ventricular contractions noted. The sr did observe loss of capture in the left ventricular (lv) at max outputs. An x-ray indicated the lv lead had pulled back. The lead was subsequently explanted and replaced four days later. No additional adverse patient effects were reported.

Manufacturer narrative:
As of this report, the lv lead has not been returned. Should this lead get returned it will be analyzed and this report would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation confirmed the complete lead was returned. Dried blood and bodily fluid had infiltrated the lead lumen. The conductor coils appeared stretched and insulation appeared bunched, which most likely occurred while pulling the lead out during the explant procedure. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.